Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery with moderate tortuosity, moderate calcification and 97% stenosis, pre-dilatation was performed with an unspecified 2.0x12 balloon dilatation catheter. A 3.0x38 rx xience prime stent delivery system (sds) was advanced, resistance was felt and the stent was implanted at the target lesion. Post stent implantation a proximal edge dissection was observed. An additional same size rx xience prime was advanced and implanted to treat the dissection. The patient is doing fine and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.